Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation partially primed. During visual inspection it was noted that the vent cap was open and the set had been primed to the male luer. During functional testing the device was spiked into an in-house 1000 ml bag of distilled water and normal flow was observed. The reported problem could not be verified. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented solution set was difficult to prime. The user was attempting to prime the set with intravenous immunoglobulin. There was no patient involvement. Additional information was requested and is not available.